Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the customer stated that the pump settings may be incorrect as the customer's health care provider made adjustments to the settings. The customer treated the bg by ingesting carbohydrates.